Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It "waws" reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip was attempted to be fired and released; however, the clip was noted to be broken. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.